Event description:
As reported, the tension indicator of a 5f mynx control vascular closure device (vcd) passed the black line and then felt locked, and the tension indicator no longer moved. Button #1 was depressed to deploy the sealant when tested outside of the body and the sealant was confirmed to have deployed. The device was removed, and hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored, prepared, and used according to the instructions for use. The physician was certified on the use of the mynx vascular closure device and had prior experience using the device. The device was used during coronary angiography with a retrograde approach. Angiography verified femoral artery suitability, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer and a vessel diameter greater than 5 mm. There was no stent near the puncture site, no stenosis greater than 50% at the puncture site, and the target femoral site had not been closed with another closure device within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There were no visible signs of device or package damage prior to use. A non-cordis 5f introducer sheath was used during the procedure. The device was removed from the package according to the instructions for use, the sealant sleeves were not out of position, and no damage was noted to the sealant sleeves. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.